Event description:
It was reported that the tip of the rasp handle broke off and remained unnoticed in the pt's femoral canal.

Manufacturer narrative:
Evaluation summary: it is unk how many times the device was used during its potential lifespan. It is unk how hard the pt's bone was or the anatomy of the pt's femoral canal. There are no x-rays available to examine the location and position of the fractured tip of the rasp that has been left in the pt. Exact cause of the event cannot be determined. Evaluation: as returned to distal tip has fractured off and was not returned. The rasp shows deformation at the rasp-handle mating surfaces. Hardness is measured within specification according to device prints. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.